Manufacturer narrative:
Initially the event was reported for ¿the air flowed back into the side port¿ issue. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 15-nov-2022 the hemostatic valve was dislodged inside of the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding is (B)(6)2022. The device evaluation was completed on (B)(6)2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was pulling back air while in the body instead of blood or saline while being flushed; the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The case continued. Additional information was received. The bwi representative is not sure what section broke/separated. It is unknown if the hemostasis valve (gasket) was dislodged inside or outside the hub. It is also unknown if the brim cap/hub became detached from the sheath. Air did not enter the patient¿s body. There were no patient consequences and no treatment was required. The approximate volume of blood that was lost was minimal. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. The brim cap was dissected and during the dissection the silicone ring was inadvertently broken; however, it was found in good conditions. In addition a microscopic examination of the hemostatic valve was found damaged with stress marks in the hemostatic valve. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was pulling back air while in the body instead of blood or saline while being flushed; the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The case continued. Additional information was received. The bwi representative is not sure what section broke/separated. It is unknown if the hemostasis valve (gasket) was dislodged inside or outside the hub. It is also unknown if the brim cap/hub became detached from the sheath. Air did not enter the patient¿s body. There were no patient consequences and no treatment was required. The approximate volume of blood that was lost was minimal. The case was not a clinical study as it was an af study. The event was assessed as MDR reportable for air flowed back into the side port issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).